Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. The event of a scheduled ipg replacement surgery was reported to abbott. The device was approaching end of life. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
An ipg replacement was reported to abbott. The device was approaching end of life. Surgery was undertaken. No complications. Nothing will be returned due to policy. Effective therapy restored. The results of the investigation are inconclusive since no products were returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's programmer was receiving the replace generator soon message for their ipg. Surgical intervention may take place at a later date to address the issue.